Manufacturer narrative:
The user facility reported an employee felt a sharp pain in his hand while removing an armboard from a surgical table after a patient procedure. The employee sought medical treatment due to the reported event. A warning label is present on the armboard stating, "check accessory for damage or wear prior to each use." The damage that the armboard sustained may have occurred when the armboard is parallel to the surgical table and when the table is articulated into flex or reflex it can create an uplift condition at the articulation point and put stress on the armboard depending on if weight is applied to the board itself. The steris technician provided user facility personnel with another copy of the armboard's instructions for use in addition to reviewing the document with user facility personnel. The armboard subject of the reported event was manufactured in 2011.

Event description:
The user facility reported an employee felt a sharp pain in his hand while removing an armboard from a surgical table after a patient procedure. The employee sought medical treatment due to the reported event.